Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via a poster titled, "double is better than one xen45," noted a xen®45 gts event described as 8 patients underwent a second xen implant one month after the first due to high intraocular pressure (iop). After the second implant, 3 patients required medical therapy to reach target iop. This MDR is for the first xen®45 gts. The device remains implanted.